Event description:
The physician took out a 3max reperfusion catheter from the hoop and flushed it with saline. Before inserting into a 5max reperfusion catheter, he found a fracture in the 3max reperfusion catheter. The operation was continued with another 3max reperfusion catheter. Physician¿s comment: "I had not met this kind of incident so far as I used penumbra system several times. The material of the fracture site was not stretched. So this 3maxc [reperfusion catheter] might have initial failure."

Manufacturer narrative:
Device investigation: results: the catheter is fractured approximately 43.0 cm from the hub. The catheter is kinked approximately 53.5 cm from the hub conclusions: the complaint has been evaluated. The complaint indicates that after flushing the 3max catheter with saline, a fracture was found. During the evaluation of the catheter, the fracture in the catheter was confirmed approximately 43.0 cm from the hub. The fracture is in the middle of the material and not at a material bond. Based on the description of the event, the cause of this complaint is unknown however; improper handling during removal from packaging can cause device damage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.